Event description:
Spontaneous call from pt; internal battery dies. Pt was not keeping battery in pump when not in use, sent replacement pump. No other info available. Is the product available for investigation? Yes. Did we replace the device? Yes. Did the reported product fault occur while in use with a patient? No. Did the product issue cause or contribute to patient or clinical injury? No. Reported to (B)(6) by pt/caregiver. Dose or amount: 0.06 ml/hr, frequency: continuous, route: sq. Dates of use: from (B)(6) 2019 to current. Diagnosis or reason for use: pah.